Event description:
It was reported that the device's cassette sensor was defective. There was no patient involvement.

Manufacturer narrative:
B3: september is the month of the event provided but no exact date provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3: one device was received for evaluation. The device had not been in for service in the review period. The reported problem was confirmed during functional testing as the downstream occlusion (dso) sensor failed. The root cause of the problem was an inoperable dso sensor. The dso sensor was replaced to fix customer's reported problem and bring pump into full functionality. The device then passed all functional tests after repairs.